Event description:
It was reported they are returning their unit for service. Description of failure: the cable is damaged. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.